Event description:
It was reported to philips that the device failed the therapy delivery test. There was no patient involvement.

Manufacturer narrative:
Multiple attempts were made to request information regarding the cause and/or resolution of the reported problem, but no response or information was received.